Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented during the generator change out due to normal eri. Externalized conductors were noted on the riata lead. The lead was tested and no electrical anomalies were noted. The lead remains implanted and in use. The patient was stable before, during and after the procedure, and will continue to be monitored with routine follow-ups.